Event description:
It was reported that during a hepatectomy, the clip was not fed into the jaws well and fell off the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: v94r9l. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 5 clips conforming. In addition, the lockout mechanism was found to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and the feeder shoe was noted be jammed inside the clip track causing lockout failures a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2022. Additional information: h6: type of investigation. H6: investigation findings. H6: investigation conclusions. H6: component code h3: device evaluated by manufacture = yes.